Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect on/off rocker switch assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. There were no visible defects, damage, or contamination. The switch was measured and found to be as expected at 0.19 ohms when closed. The switch is operating as expected.

Manufacturer narrative:
(B)(4). The suspect device was returned to carefusion factory service for evaluation/repair and returned back to the customer. The factory service was able to duplicate the reported event and determined the most likely cause of the reported event is the on/off switch component. The suspect component was sent to the failure analysis laboratory for further evaluation. Additionally, the unit was also due for annual preventative maintenance. After replacing the affected components, and performing preventative maintenance, factory service reported the unit meets service specifications. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator, the unit shut down on it's own for the second time in two weeks. The customer reported replacing the battery the last time. The customer reported the ventilator doesn't turn on right away when the on/off switch is flipped on and the issue occurs intermittently. The customer reported the issue occurred during patient use. At this time, it is unknown whether or not there was any patient consequence associated with the event.